Event description:
It was reported to bsc/target that during the procedure the gdc 18-3d/3d shape synerg detection circuit detached without any current. The patient was reported to be in good condition.